Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached 391 mg/dl. For treatment, the patient was given 3 bags of fluids with zofran added. The patient also received manual injections. The ketones were positive. The patient was vomiting and dehydrated. The pod was worn between 4 and 24 hours on the leg. The pod was removed and discarded.